Manufacturer narrative:
Device evaluation has not been completed. After evaluation is complete, a follow-up report will be submited.

Event description:
Cto turnpike spiral was used in the rca, believe it was overtorqued and part of the tip broke off upon removing the catheter. This portion of the tip remains in the patient.

Manufacturer narrative:
One catheter turnpike spiral 135cm was returned to vsi for evaluation. The distal tip of the catheter was damaged and about 2mm of the tungsten tip were missing. There was a kink in the catheter shaft in the distal nylon coil section. The damage found on the distal tip was consistent with torquing against resistance. A manufacturing record review was completed and zero nonconformances related to this failure were found. A returned product evaluation determined that the damage found was consistent with torquing the catheter against resistance in a tortuous environment. The most likely root cause is damage during use.